Manufacturer narrative:
The device receipt date is unavailable at this time. The subject device has been returned to olympus for evaluation. No additional evaluation result is available in addition to the reportable malfunction mentioned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The hd autoclavable camera head was sent to an olympus service center for evaluation after being returned from the end user. Upon inspection of the customer¿s returned device it was observed, the cable was noted to be faulty. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty cable. However, the specific cause of the faulty cable could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and device return receipt date (d9). During device evaluation it was observed that no image was displayed on the lcd screen due to a defective camera cable. The event is under investigation. A supplemental report will be submitted upon receiving additional information.